Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the device was returned and analysis found that the handle needed to be updated, that an error code occurred during start up, that the link electronic module (lem) was defective, that a keyboard hinge was broken and that the label and cable for the radio frequency (rf) head were damaged. All corrections were made and the device passed all final functional and systems tests.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the programmer was getting an error message whenever it was started. It was advised that if rebooting the programmer did not resolve the issue then it should be returned for repair. No patient complications have been reported as a result of this event.

Event description:
It was reported that the programmer was getting an error message whenever it was started. It was advised that if rebooting the programmer did not resolve the issue, then it should be returned for repair. No patient complications have been reported as a result of this event. (B)(6) 2012: it was further reported that the programmer was returned for service.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Further review prompted a change in the device analysis results. The change is reflected in this report. Evaluation summary (B)(4): the device was returned and analysis found that the handle needed to be updated, that an error code occurred during start up, that the link electronic module (lem) was defective, that a keyboard hinge was broken and that the label and cable for the radio frequency (rf) head were damaged. All corrections were made and the device passed all final functional and systems tests.

Event description:
It was reported that the programmer was getting an error message whenever it was started. It was advised that if rebooting the programmer did not resolve the issue then it should be returned for repair. No patient complications have been reported as a result of this event. It was further reported that the programmer was returned for service.